Manufacturer narrative:
Other applicable components are: product ID :37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the connector pin was broken. The patient is unable to charge their device and indicated they might be getting ins replaced. The patient further clarified the ins was dead and can't charge. The patient reported they have been immobile for a month. No further complications reported and/or anticipated at this time.